Manufacturer narrative:
The device was received fully deployed. No damages were observed that would cause a failure to deploy. Although no issues were found, and the device was received with a fully retracted needle, this event cannot be conclusively determined, for the needle could have retracted post-use and before reaching the investigator. Blood was not observed on the device. No damages were observed capable of causing the reported bleeding/bruising.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle mechanism did not fully retract as intended during activation. The patient's blood glucose (bg) values reached 141 mg/dl.